Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, the surgeon was firing the device on lung parenchyma and the first two firings were fine. The third firing was with a black reload cartridge on tissue that was not abnormally thick. The device was fired and the motor sounded to be "aggressively working." When the surgeon let go of the trigger, the knife did not return as expected. Manual override was used to bring the knife back. They were able to get the device off the tissue, but the jaws only opened slightly and it was difficult to open and close the jaws. The device was removed from the patient and the technician was unable to open the jaws to remove the reload cartridge. On the pocket side of the track of the anvil, there was significant impact, like the anvil was deformed and the anvil was bowed downward. The surgeon oversewed the staple line for reinforcement. The staples formed, but did not appear ideal. Another like device was used to complete the procedure. At closure, a pleuravac was placed as routinely done in this type of procedure for air leaks. After placement, the pa working on closure noticed there was bleeding in the pleuravac and called the surgeon back into the room. The patient was x-rayed and no issues were found. Closure was completed with no change to the intraoperative patient care. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # p55c5n. The analysis found that one psee60a device was returned with the anvil bent upwards, with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60t cartridge reload was received fully fired and loaded in the device. Furthermore, the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.